Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with dizziness. Upon interrogation, device revealed backup vvi. The device was restored and download was preformed. The patient was stable and will continue to be followed normally.